Event description:
The pt reported that five years postoperatively pt experienced dizziness and leg pain, was admitted to the hosp, diagnosed with valve leakage, and received five units of blood. The pt continues to experience fatigue and dyspnea and receives three units of blood every four weeks. The pt had a history of mitral valve surgery (1958 and 1969), rheumatic fever, acute pulmonary edema, cervical cancer (2003) treated with radiation, diabetes, and has been on coumadin therapy since 1980. The valve remains implanted.